Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to an out of range impedance measurement on the right atrial (ra) lead connected to this pacemaker. Two days later, the same occurred on the right ventricular (rv) lead. It was suspected but not confirmed that there was lead damage due to lead-on-lead interaction or lead entrapment in the clavicle-first rib region. This pacemaker was programmed to leave the leads in unipolar mode and to enable automatic gain control. The patient was referred for a chest x-ray to evaluate the leads, but failed to present for follow up. No adverse patient effects or additional interventions have been reported. This pacemaker and both leads remain in service.